Event description:
Note: this report pertains to one of the four complaints that occurred during the same procedure. Ref MFR report numbers 3005099803-2009-02533, 3005099803-2009-02534, and 3005099803-2009-02536. It was reported to boston scientific corp that two wallstent endoprosthesis endoscopic biliary systems and two jagwires were used during treatment of a biliary narrowing on a female pt. According to the complainant, the placement of two stents was required during this procedure. The first stent prematurely deployed within the scope. This may have been due to the entanglement of the two jagwire guidewires being used simultaneously. However, no damage was noted to the wires. The stent placement at the first target site was completed successfully with another wallstent endoprosthesis endoscopic biliary. The third wallstent endoprosthesis endoscopic biliary system was advanced; however, the device became lodged in the scope channel. The procedure was completed with the placement of only one stent. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B) (4). Tangled pn stent. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).